Event description:
Same case as MDR ID# 2134265-2014-04198. (B)(4). It was reported that chest pain occurred. In (B)(6) 2013, the subject presented with intermittent chest pain for the past 48 hrs. Associated with nausea. Electrocardiogram (ECG) revealed t wave abnormality with prolonged qt and abnormal ECG. Cardiac enzymes were found to be elevated. The subject was diagnosed with st elevation myocardial infarction and was hospitalized on the same day. Cardiac catheterization was recommended. At the time of the event, the subject was on aspirin. The study drug per protocol and other anti-platelet medication were last taken on (B)(6) 2011. Coronary angiography was performed and revealed patent mid lad study stent with hazy eccentric thrombotic appearing proximal lesion and 40-50% stenosis at the ostium of the second diagonal branch originating from the mid lad. The 95% stenosis in proximal lad extending up to mid lad was treated with thrombectomy and balloon angioplasty. Following pre-dilatation using a 2.50 x 30 mm emerge balloon catheter, the subject complained of chest pain which was relieved with nitroglycerine. Following this, the subject was treated with placement of a 2.75 x 32 mm promus element stent and 3.0 x 16 mm promus element stent in an overlapping fashion. Following post dilation, residual stenosis was 0%. The 2.75 x 32 mm promus element stent was overlapped with the mid lad study stent. The 50% ostial stenosis of the second diagonal due to jailing was treated with balloon angioplasty. The event was considered to be resolved without residual effects. In (B)(6) 2014, the subject was discharged with aspirin and prasugrel.

Manufacturer narrative:
Device evaluated by MFR: the device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that initially in (B)(6) 2013, the patient presented to an outside facility and was treated with nitroglycerine (ngt) drip, morphine and aspirin for possible myocardial infarction (mi). The patient was then transferred to the enrolling site for further evaluation and intervention. The electrocardiogram (ECG) abnormalities were consistent with anterolateral ischemia. In addition the 2nd diagonal branch was treated with balloon angioplasty using a 2.5 x 15 mm emerge balloon with 0% residual stenosis.